Event description:
A 20mm diameter x 12mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted in a pt for endovascular treatment of an abdominal aortic aneurysm in 1999. The pt has a history of pneumonia, stage IV chronic obstructive pulmonary disease (copd), congestive heart failure, hypertension, type 2 diabetes, and hernia. The bilateral iliac aneurysms were approx 3cm in diameter and extended down to the common/internal iliac artery bifurcations. The infrarenal neck was long. The pt had initially presented to a different facility complaining of dull aching in the lower back. Abdominal computerized tomography (CT) scan revealed a contained rupture at the level of the left internal iliac artery aneurysm. After transfer to the implanting facility, an aortogram with bilateral iliac runoff was performed, in addition to coil embolizations of both internal iliac arteries. The following day, the pt underwent placement of the aneurx stent graft system. The pt was brought to the operating room and pt's abdomen was prepped and draped in the usual sterile manner. The appropriate needles, guidewires, and sheaths were utilized. A right external iliac artery stenosis was dilated with an 8mm x 4cm angioplasty balloon to allow passage of the delivery catheter. The bifurcated stent graft was inserted through the right femoral artery and positioned below the renal arteries. The device was deployed without difficulty 1cm below the lowest renal artery. The distal end of the graft was located just proximal to the previously dilated stenosis to provide a better distal seal. A 12mm diameter x 8.5cm length iliac limb was deployed in the right external iliac artery. The left femoral artery was accessed, and the short limb of the bifurcated stent graft was cannulated. An 8mm x 4cm angioplasty balloon was used to dilate a stenosis in the left proximal external iliac artery. A 12mm diameter x 11.5cm length iliac limb was deployed through the left femoral artery just proximal to the previously dilated stenosis. An additional 12mm diameter x 8.5cm length iliac limb was deployed in the left external iliac artery. Angiogram demonstrated a small endoleak due to inadequate seal at the aortic neck: therefore, a 20mm x 4cm angioplasty balloon was inserted through the right femoral artery into the infrarenal neck. The balloon was dilated to provide adequate expansion of the proximal graft. Repeat angioplasty demonstrated significant reduction of the endoleak. A small residue endoleak was noted, which appeared to be secondary to transgraft flow. The guidewire and sheaths were removed, and the incisions were closed. The pt tolerated the procedure well, and no intraprocedure complications were reported. The pt was transferred back to the vascular surgery intensive care unit (ICU) in stable condition. The pt had difficulty with oxygenation secondary to pt's copd and increased fluid status because of pt's procedures. Five days after the stent graft was implanted, the pt was transferred to medical ICU for continuing treatment of pt's copd. Shortly thereafter, the pt was found pulseless with a blood pressure of 45mmhg. Cardiopulmonary resuscitation (CPR) was administered, but all attemtps at resuscitation were unsuccessful. The pt died in 1999. The cause of death is listed on the discharge summary as stage IV copd exacerbation and respiratory failure. The stent graft was explanted at autopsy and has been received by medtronic ave, analysis of the stent graft is pending.

Event description:
Analysis of explanted stent graft has been completed. The cause of death per the discharge summary is exacerbation of stage IV chronic obstructive lung disease/respiratory failure. No clinical consequences were attributed to the aneurx device.